Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was provided for an examination and root cause analysis in our service laboratory in sao gonzalo. The device was subjected to an investigation according to the tsc test (technical servie test). All results were within specification, the complaint was not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "over infusion / operating unit". Customer information: solution is over before the deadline for infusion. You'd have to run in 8:00 and you'd run in four hours. Date: (B)(6) 2021 to (B)(6) 2021. Time: 19h until 01h30. Serial number: (B)(4). Heritage: utic-1133t. Prescribed medicine: dobutamine 20ml (250mg) sf0.9% 80ml. Infusion rate requested: 5ml/h.